Event description:
Ventilator went inop, was delivering a 4000 liter exhaled volume, patient taken off the vent and bagged until placed on another vent. This vent was run thru self diagnostic test and passed; run 8 hrs with no problems. Vent setting s80%, rate 8, tidal volume 750.